Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was received indicating that the right ventricular (rv) lead impedances and the right atrial (ra) lead pacing impedances were both out of range. It was further reported that the patient's experienced fast ventricular rate during atrial tachyarrhythmias -atrial fibrillation (at/af). The leads remain in use and no further patient complications have been reported as a result of this event.